Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic unknown surgery, the knife did not return to the home position after the 3rd firing. The device was removed to resect round the clamped tissue. An unusual sound was heard at the firing, then, the motor sound became intermittent unexpectedly. The doctor commented that the target tissue might be thick or the battery run out since the device was used after 4 hours of initial use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57890. Device evaluation: the analysis found that one psee60a device was returned with the anvil bent upwards and damaged knife slot area. Additionally the bulkhead was noted to be broken and missing. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60d cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. Upon further evaluation the firing and opening mechanism were noted to be jammed. Additionally the cartridge body and drivers were noted to be damaged and the knife was buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.